Event description:
Unable to remove the catheter. On (B)(6) 2011, the catheter was placed on (B)(6) 2011, the water inside the balloon was going to be replaced. During the procedure, water removal difficulty was noted. On (B)(6) 2011, again the user attempted to remove the water from the balloon. However, the sterile water could not be removed and the catheter could not be removed. The catheter removal was discontinued. On (B)(6) 2011, the pt removed the catheter by force. The product was used for 28 days.

Manufacturer narrative:
This complaint is unconfirmed. During functional testing the internal balloon inflated with no difficulty. No leakage was observed emanating from the inflation/deflation conduit or internal balloon. The syringe plunger was then retracted so as to create negative pressure within the inflation/deflation conduit. The water filed the barrel of a 20 cc syringe at a rapid rate. During water withdrawal the walls of the internal balloon collapsed in a uniformed manner. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of ngui2444 showed no other similar product complaint(s) from this log number.